Event description:
It was reported that the home patient (hp) reused a single-use cassette. The hp contacted baxter regarding an alarm, which occurred on the homechoice (hc) during fill 1. The hp was connected and stated that she called her registered nurse (rn) first. The rn told her to take the heater bag off and put another heater bag on, and the hp did so. The technical service representative (tsr) explained that if they start over with a new supply, the hp must replace everything. The tsr assisted the hp in ending the therapy. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with the statement "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.